Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump screen was scratched. Customer¿s blood glucose was 10.5 mmol/l at the time of incident. Customer was able to see the screen in the sun. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with scratched case and minor scratches to the screen. Device received with corroded battery tube.